Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Patient was scheduled for endobronchial ultarasound+fna, while obtaining the sample (4th attempt) the needle got broke inside the airway and stuck in the bronchial mucosa. A section of the device did remain inside the patient¿s body. Broken ebus needle was removed by biopsy forceps during the bronchoscopy procedure the patient did require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Distal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Station 7. 10. Please describe the size of the intended target site. 2 cm in diameter. 11. If not with the device in question, how was the procedure performed and/or finished? The procedure was terminated once the needle was broken. Therapeutic scope and bx forceps used to retrieve the broken needle. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? Yes. 15. Did the patient require any additional procedures as a result of this event? Yes. 16. What intervention (if any) was required? Therapeutic bronchoscopy + bx forceps used. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Pentax eb-1970uk. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? Serviced / yes. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes, on usual flexion. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? 3 and it broke with the 4th. 30. Did any section of the device detach inside the patient? Yes. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
PMA/510(k)#: k210476. As per precedence review call 17 oct 2024, ci contacted, and a-code confirmed to be a2303.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. As per precedence review call 17 oct 2024, ci contacted, and a-code confirmed to be a2303.